Manufacturer narrative:
Additional information pertaining to the patient and the reported event have been requested. Return of the device due to be explanted during the october revision procedure has also been requested. This is an ongoing investigation and a supplemental report will be submitted.

Event description:
The surgeon reported that the patient has aseptic loosening of the mets femoral component due to an allograft loosening (between the bone and allograft). A revision procedure is scheduled for (B)(6) 2015, during which the surgeon intends to replace the mets device with a custom device.